Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient reported increased pain. Per the nurse the patient went to ER (emergency room) for withdrawal symptoms. The patient believed their pump was empty since she had increased pain. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the nurse interrogated the pump. It showed 6.2cc¿s should be present, and they aspirated 12cc¿s. The actions and interventions taken to resolve the issue was they changed from simple to continuous to bolus dosing. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, additional information was received from the patient. They reported their pump has not been working for the past two weeks. The patient reported they saw their healthcare professional (hcp) last tuesday and they were expecting to pull back about 2-3 ml but got back about 10 ml. The hcp wanted to try to change it so the patient could get boluses. The patient was also given oral dilaudid. The patient still did not think it was working since they were still having the same symptoms. The patient stated they have been to their hcps office every day except saturday and sunday for the pump since last tuesday. The patient was trying to find a surgeon that could revise her system and requested a list of hcps. The requested information was provided. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. On 2021-aug-24, additional information was received from the manufacturer representative (rep). The actions taken to resolve the volume discrepancy was requested and the rep stated the nurse gave her a bolus. The cause of the volume discrepancy was unknown. The resolution of the event was requested and the rep reported that the "nurse stated on (B)(6) 2021 patient was doing good". The device remained in service.